Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's allergic reaction at infusion site. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction to the pod's adhesive while wearing the device. Symptoms reported include irritation, pimples, a burning sensation, redness and itchiness. The patient sought medical attention from a healthcare provider and was prescribed antihistamines, cream with cortisone, lipikar balm as well as underpatch from a diabetologist.